Manufacturer narrative:
The patient was getting out of bed to use the commode. According to the report, the patient put her weight on the commode and it gave way causing the patient to fall. An x-ray revealed a t-12 thoracic vertebrae fracture. The patient was discharged with a brace. A photo of the device was sent by the facility and they stated the device had been discarded. The photo showed that the front left leg was missing the rubber tip. A missing leg tip would have caused the device to be unstable. No obvious defects or damage were noted in the photo. The age of the device is not known. The facility reported that a side brace appeared damaged and indicated that they could not confirm if the damage was the cause or the result of the fall. A root cause has not been determined.

Event description:
It was reported that the end user put her weight on the commode and fell when it gave away.